Event description:
It is reported that the patient is experiencing tibial loosening.

Manufacturer narrative:
Updated information received via primary operative notes and office visit notes. Review of primary operative notes confirms patient underwent a left total knee arthroplasty due to degenerative arthritis with varus deformity. During trialing it was reported that the components achieved 130 degrees of flexion with +5 degrees of extension with a good balance in both. Review of primary operative notes does not indicate root cause. Review of office visit notes dated (B)(6) 2013 reports that the patient complained of pain with some instability and popping of the knee. Bone scan results were reported to show loosening of the tibial component. X-rays taken and reported in the office visit notes state that there is lucency around each edge of the component as well as down by stemmed portion that could loosen. The package insert states that "loosening or fracture/damage of the prosthetic knee components or surrounding tissues" is an adverse effect. This is therefore a known inherent risk of the procedure. A product history search revealed no additional complaints against the related part and lot combination. Device history records were reviewed and found conforming. A definitive root cause cannot be determined with the information provided. The information provided on this form was previously submitted under manufacturing report number 1822565-2014-01177.